Event description:
It was reported that following an infusion set change to an inset 32", the user experienced sustained hyperglycemia with a highest documented glucose of 238 mg/dl for approximately 24 hours, and the user observed a bent needle at the infusion site; the user subsequently performed a complete supply change and resumed insulin delivery, and plans to return to the contact detach infusion set. Investigation included troubleshooting and education provided by support. Further investigation of this case revealed that the hyperglycemia was associated with an infusion set issue at the site. The user reported symptoms during the event included feeling fine. Outcomes included no need for assistance, no medical intervention, and resolution after supply change. It was concluded that, based on previously established findings for similar reports, the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.